Event description:
Brush head broke and completely detached from the shaft. Fall off in mouth during brushing -oral power refills [device breakage]. Case narrative: consumer's parent reported via e-mail that brush head completely detached from the shaft while brushing and was off in consumer 's mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.